Manufacturer narrative:
D10: 320-01-42 - eq reverse 42mm glenosphere (B)(6). 320-10-00 - eq reverse tray adapter plate tray +0 (B)(6). 320-42-00 - eq reverse 42mm humeral liner +0 (B)(6). 300-01-15 - eq, huml stem primary, press fit 15mm (B)(6). 320-15-01 - eq rev glenoid plate (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-20-00 - eq reve torque defining screw kit (B)(6). 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm (B)(6). 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm (B)(6). 320-20-42 - eq rev comp scr lck cap kit, 4.5 x 42mm (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient underwent an initial right total shoulder arthroplasty. Subsequently, the patient was revised. The patient was revised again and the humeral liner, tray and glenosphere were swapped out. Unsure whether patient fell initially.